Manufacturer narrative:
This supplemental report is to inform that upon further review, it was noted that this event is a duplicate and has already been reported on medwatch 9610773 - 2023 - 02815 (patient identifier (B)(6) ). Kindly refer to the file for supplemental information related to this event.

Manufacturer narrative:
The device was returned to olympus and device evaluation is anticipated. The investigation is ongoing. A supplemental report will be submitted on completion of investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the outer tube (insertion) of the telescope was broken due to accidental damage. The lens inside the telescope was broken and there was no image and no light in the telescope due to broken outer tube. The malfunction was identified during maintenance. There was no patient involvement.